Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ip settings had been reconfigured for the external network but the installed address were not recorded. The representative worked with the site it and biomed to recover the address and settings. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case, the site was unable to connect the imaging system to the navigation system. It was noted that they were able to before. The site had tried three different ethernet cables and two different navigation systems. The site had checked the ip information as well. It was noted that medtronic imaging was not aborted; a second medtronic imaging system was brought in to completed the procedure. There was a less than one hour delay and no impact to patient outcome as a result of this issue. It was noted that the probable cause of the event was due to the bulkhead or ip information.